Manufacturer narrative:
A ge service representative performed an onsite investigation. The f9 fuse was evaluated and reseated. As a result, the 5 vdc power supply voltage was returned to the optimal operating range. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, shut down and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.